Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemic event on (B)(6) 2025 due to user error. It was stated that the patient had done a load about 2 hours before and she was forgot to disconnect from her body which meant that she had infused an unknown quantity of insulin. The blood glucose was low upto 50 mg/dl and the patient was treated by drinking juice initially. However, later the patient went to an emergency room where the patient was treated by intravenous. The patient stayed in an emergency room for less than 24 hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the on market quality review (omqr) procedure.